Event description:
Risk mgr reported pt receiving hemodialysis on the baxter sps 550 device and treatment was initiated at 08:00. At the beginning of the procedure, the nurse charted that all lines were secured and alarms set. At 09:00, the attending nephrologist saw the pt and identified no problems. At 11:05, the nurse requested assistance from another dialysis nurse in readjusting the blood pressure cuff and obtaining a measurement so they could initiate the rinse back procedure. While the cuff was being re-wrapped, both nurses simultaneously noted air in the machine's venous blood line as well as air and foam in the venous drip chamber. Both amber and red lights were flashing, but the blood pump was running, the line did not clamp off and there was no audible alarm. While manually clamping the line, the assisting nurse glanced at the alarm mechanism on the air/foam detector unit and noted it had not been activated. The machine was turned off and the pt was turned on their left side, with their head down. The pt was breathing on their own, but was unresponsive to verbal stimuli. The two nurses put the pt on a monitor and began ventilatory support. A code was called, the pt was resuscitated and sent to the ICU. The pt was determined to have experienced and air embolism. Pt required mechanical ventilation the next couple of days, without any periods of responsiveness. In 2002, pt was terminally weaned and discharged to a hospice facility, where they still reside.